Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead noise was observed during a routine device check. The physician capped and replaced the lead. The patient is doing excellent.